Manufacturer narrative:
One device was returned for repair with complaint of error code 41622 when trying to run the pump. Event log indicated 4 instances of system fault 41,622 occurring intermittently while trying to run the pump. Event log indicated the system fault occurred intermittently while the pump was running. Disassembled device and found loose optical disk that contacted the cam flex sensor during rotation causing misalignment. Replaced optical disk, disk retainer, cam flex sensor, and sensor bracket. Device passed motor test without errors after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd epidural pump was showing an error code. The pump showed, "system fault 41,622 occurred 1 0 0 3." The issue occurred during patient use, while setting up for an epidural. No patient harm/adverse event was reported. There was another pump available and the issue was resolved.